Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of 2400 ohms. It was noted there were no observations of noise and impedances have increased and decreased intermittently. Technical services discussed possible causes and recommended to troubleshoot. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of 2400 ohms. It was noted there were no observations of noise and impedances have increased and decreased intermittently. Technical services discussed possible causes and recommended to troubleshoot. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.